Event description:
Revision of total knee arthroplasty due to pain.

Manufacturer narrative:
Engineering eval of the returned tibial tray noted bone cement with some soft tissue on the anterior left bottom surface, bone cement in the left undercut and soft tissue debris on the posterior right cement pocket edge. There did not appear to be any burnishing marks on the bottom surface of the device. There was also a large amount of soft tissue debris on the top surface, on the female mushroom, the perimeter and both undercuts. The device history record review provides assurance the part was accepted with conformance to the product requirements.